Event description:
It was reported by the affiliate prior to a breast biopsy procedure, the customer called the affiliate service call center because the device did not turn on.

Manufacturer narrative:
Info anticipated, but unavailable at this time.